Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she was not able to push insulin through the tubing. The customer was instructed to manually push the plunger and she was unable to prime. The customer stated she did not have supplies to change the set. The blood glucose at the time of the incident was 290 mg/dl. Emergency supplies were sent to the customer. The product will not be returned for analysis.